Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe the battery pins to be splintered and were replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.